Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm for 10 seconds at first inflation. Furthermore, the rupture was noted in pinhole form near the tip. The device was removed without any problem using normal method. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.